Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation determined the root cause is consistent with a sample related issue. No product problem was found.

Event description:
The initial reporter received a questionable alb2 albumin gen.2 result for one patient sample with a cobas pro c 503 analytical unit serial number (B)(4). The initial result was <0.35 g/l. The repeated result was 8.5 g/l. On (B)(6) 2022, the sample was sent to another laboratory and tested on an unknown roche device where the alb2 result could not be determined. On (B)(6) 2022, the sample was tested with an electrophoresis method with a result of 32.3 g/l. The questionable result was reported outside of the laboratory.